Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and occlusion on the reservoir. The customer's blood glucose value was 542 mg/dl. The customer treated with pens. The customer was assisted with performing 5.0 unit fixed prime and insulin exited. The product was returned for analysis.